Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's friend/family member reported that the patient took a terrible fall, hit their face and fell on their backside. It seems like their bladder control was not working. The patient was leaking at night and has urgency during the day. The therapy was reported to be on but the patient did not feel stimulation. The patient was on program 2 at 3.8 v. They had increased stimulation to 4.5 v. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.